Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-03984. It was reported that a pericardial effusion occurred. The watchman procedure was started with normal trans-septal access into the left atrial appendage (laa). It was visualized with (transesophageal echocardiogram )tee and fluoroscopy. Under fluoroscopy guidance the watchman ® access system (was) was deep seated in the laa along with an un-specified pig tail catheter. A 24mm watchman ® laa closure device and delivery system (wds) was then advanced. The physician decided to use fluoroscopy overlay guidance for the first time, which allowed for two fluoroscopy images to be visualized. When the wds was inserted into the was, it was advanced and radio opaque markers were aligned. The physician proceeded to un-sheath the watchman closure device. At this point it was noted on tee that a pericardial effusion had occurred. The watchman closure device appeared distal in the laa and was partially re-sheathed and re-positioned more proximally. The pericardial effusion was noted to be increasing to approximately 2.0cm. At this point, pericardiocentesis was started. The watchman closure device was deployed in the laa, following pass criteria being met. Aspiration of the pericardial effusion was continued. Without obvious reduction in size and cessation of effusion, the cardiac surgeon was called in to perform open heart surgery to repair the laa. The surgeon ligated the laa and successfully stopped the pericardial effusion. The patient was moved to intensive care unit (ICU). The last report indicated patient had woken and was responsive. It was noted that it was suggested that the was may have caused the "rupture" to the laa wall.